Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that a patient presented with infection noted on the patient's implantable cardioverter defibrillator system. Surgical intervention was taken to explant the system on (B)(6) 2024. The patient was stable throughout.